Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer reports beginning of dialysis; the customer reports that as the arterial line was opened and after the bandage that covered the juncture between the end and the cap was removed the treating nurse saw that the silicone tubing that covers the distal arterial end was sweating. The pt was not able to receive dialysis in 2008. Dialysis occurred in the next day. A 10% providone iodine gauze was applied to the catheter incision, vancomycin 1mg IV, vitamin k (pt anti-coagulated) were administered. A second clamp was placed on the catheter near the distal arterial end and pt went home. The next day, the catheter was replaced. The catheter had been in place since about three months prior. The pt condition is good.